Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: unscannable serial number label. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Also did not note any cracks at or towards the bottom of the pump case. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, hard-to-press keypad buttons, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The go back keypad button felt flat however, i.e., did not feel any cushion underneath it. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The j1 connector on pcb1 was locked properly during visual inspection. Closer examination of the dome switch of the go back keypad button under a microscope revealed a vertical crease running through it. In summary, the customer¿s report that the keypad buttons don't always respond and insulin flow blocked alarms both were not confirmed during testing. The flat go back keypad button is due to a crease in its dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an unexplained and random no delivery alarms, insulin shooting out of the infusion set during priming, a motor error, buttons that do not always respond on the first press, and a couple of tiny cracks on the bottom of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342g, unomedical. Troubleshooting was not performed for insulin flow blocked alarm, as the event was resolved in the past. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.